Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned balloon catheter; however, the reported waist or irregular inflation was not confirmed as the balloon inflated as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to an inflation issues on the device may include, but not limited to, manufacturing of the device, damaged device, preparation technique, device interactions and/or anatomical conditions. It should be noted that the armada 35 instructions for use states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Use of a pressure monitoring device is recommended. In this case the reported IFU violation did not cause or contribute to the reported irregular inflation issues. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a dysfunctional stenosed arteriovenous fistula. The armada 35 balloon catheter was taken to the fistula and inflated but a waist was noted even with inflating to 20 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information can or will be provided.

Manufacturer narrative:
The investigation determined the reported irregular inflation issue appears to be related to user technique in conjunction with challenging lesion characteristics. Based on the reported information, it is likely that during inflation, the armada balloon sizing conformed to the blockage. The armada 35 is a compliant (elastomeric) balloon which expands to a known diameter at specific pressure. Consequently, compliant balloons are inflated by volume, rather than pressure and are often used in applications that require the balloon to fully conform to or occlude the anatomy. A noncompliant (high-pressure) balloon is typically used for applications in which the balloon needs to expand to a specific diameter and exert high pressure to open a blockage or dilate the vasculature. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the armada 35 device.h6: conclusion code 67 - removed